Event description:
It was reported that during a gastric bypass procedure, while firing on the jejunojejunostomy, the device fired about a second and then it stopped. The surgeon attempted to reverse the knife blade, remove the battery but it would not do anything. After several attempts with the reverse button and battery, they finally used the manual override. They had to yank it and then it loosen slightly enabling them to remove it off the bowel. There was no tissue damage. The procedure was completed with a new device. There was no patient impact.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? Jejunum. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? Unk. On which firing(s) did this event occur (1st, 2nd, 8th, etc.) Asku. What color cartridge was being used? White. What other color cartridges were used before and after this event? Unk. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? Asku. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Did not complete firing sequence, high force to open. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No. Was there any difficulty removing the device from the tissue? Yes. Is there any other additional information you would like to share about this device or procedure? No.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Device not returned. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.